Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one of the haptics of the intraocular lens was cut off which was noticed upon insertion into the patient's left eye. The original incision was enlarged and the lens was removed intraoperatively. The back-up lens of the same model and diopter was implanted successfully. In the physician's opinion the most likely cause of the iol damage was loading error. The patient's current prognosis is reported as good.

Manufacturer narrative:
The delivery device was returned with portion of a lens stuck in the body of the device. Visual inspection of the inserter found the lens haptic plate caught below the plunger. No damage to the device or anomalies were identified. The lot number of the delivery device was not provided. Therefore, a review of the device history records could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.